Event description:
Patient was implanted on (B)(6) 2021 with no issues. Patient medical history showed issues with infection. Post implant of ipg patient experienced infection that cleared with oral and IV antibiotics.